Manufacturer narrative:
Evidence indicates the device remains in service. A request was made for the field representative to confirm with the clinic that the patient was seen and the device checked. However, no further information was provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker reported going on vacation to africa last year and having a fall. The patient reported the device was damaged and indicated they would need to have a check-up soon. No adverse patient effects were reported.